Event description:
Baxter affiliate reports 24 incident of blood leaks on the first use of the dialyzers. Noted by blood leak alarms and visible blood in the dialysate compartments. All treatments started with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported. It is unknown what the actual event dates are for each incident as no add'l info is available. The event date reported in this report represents the most recent incident.